Manufacturer narrative:
At this time very little info has been obtained for the investigation. The implant has not been reported to have been revised. Should add'l info be provided to further this investigation, this report shall be updated.

Event description:
It was reported though a product liability claim that the pt was experiencing pain. At this time the pt has not been revised.